Manufacturer narrative:
Follow-up information received from physician on 05-aug-2015 patient´s initial was updated. She was (B)(6). Her weight was (B)(6) and height was (B)(6). Essure was inserted with lot number c61992. It was reported that breakage of catheter occurred and was diagnosed during placement. Incorrect release, during placement, catheter remained attached to the implant; it was required to exert force on to remove delivery catheter, implant unwounded and then broke. The breakage occurred on green release catheter. The instructions in the IFU were followed. Essure was not removed; it was not medically necessary to remove essure. There was no injury to the patient. Post-procedural pain episodes++ was reported (the previous reported event pain episodes was updated). She received anti-inflammatory drug for pain episodes. The events stopped in 2015 and the outcome of the events was reported as recovered/resolved. The device was available. No other new medical information was provided. Case closed. Company causality comment: this is a medically confirmed spontaneous case report, which refers to a (B)(6) female patient who was involved in a market research activity for essure (fallopian tube insert). At the time of placement, the delivery system was defective, the physician had difficulties to remove it and when it was done, the system was unwound. The abdominal x-ray performed immediately after showed that there was a space between the 2 metallic parts of implant (interpreted as device breakage). The patient recovered and essure was not removed. Device breakage is listed according to product technical analysis (ptc). The essure is a flexible implant device that allows the insert to bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use or non-product related anatomical issues can cause the shape alteration of essure. In this particular case, the space between the 2 metallic parts was noticed immediately after a difficult insertion. Although a handling error may have occurred, considering the nature of this event, a causal relationship between the breakage and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident due to the device breakage. Although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up received on 19-nov-2015 with an update to the final ptc (ptc global number: (B)(4)) investigation result: final assessment: batch number: c61992. Production date: jun-2014. Expiration date: 30-jun-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a medically confirmed spontaneous case report, which refers to a (B)(6) female patient who was involved in a market research activity for essure (fallopian tube insert). At the time of placement, the delivery system was defective, the physician had difficulties to remove it and when it was done, the system was unwound. The abdominal x-ray performed immediately after showed that there was a space between the 2 metallic parts of implant (interpreted as device breakage). The patient recovered and essure was not removed. Device breakage is listed according to product technical analysis (ptc). The essure is a flexible implant device that allows the insert to bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use or non-product related anatomical issues can cause the shape alteration of essure. In this particular case, the space between the 2 metallic parts was noticed immediately after a difficult insertion. Although a handling error may have occurred, considering the nature of this event, a causal relationship between the breakage and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident due to the device breakage. Although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This is a solicited case report received from a physician in (B)(6) on 26-may-2015 which refers to a (B)(6) female patient who was involved in a market research activity for essure (fallopian tube insert), study number: (B)(6). Essure was inserted on (B)(6) 2015. At the time of essure the placement, the delivery system was defective. The physician had difficulties to remove it and when it was done, system was unwound. A plain abdomen x-ray was immediately done ((B)(6) 2015) and showed implants well placed; but there was a space between the 2 metallic parts on implant which posed problem during placement. The patient went back to physician's office 10 days later and complained of pain episodes. Anti-inflammatory drug treatment was initiated as treatment. Nothing to report, since that day. The physician considered the events related to essure. Product technical complaint (ptc) investigation results were provided on 18-jun-2015:. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to reported product quality issue and a usability issue. The reported product quality issue could not be investigated in further detail due to lack of sample return. No batch number was reported. Without this information neither a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation nor a technical batch investigation is possible. The technical investigation concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a medically confirmed spontaneous case report, which refers to a (B)(6) female patient who was involved in a market research activity for essure (fallopian tube insert). At the time of placement, the delivery system was defective, the physician had difficulties to remove it and when it was done, the system was unwound. The abdominal x-ray performed immediately after showed that there was a space between the 2 metallic parts of implant (interpreted as device breakage). Device breakage is listed according to product technical analysis (ptc). The essure is a flexible implant device that allows the insert to bend and flex back when encountering anatomical issues such as stenotic fallopian tubes, a uterine wall, fibroids, endometrial fluff, or a tubal spasm. Handling errors, deviations from the instructions for use or non-product related anatomical issues can cause the shape alteration of essure. In this particular case, the space between the 2 metallic parts was noticed immediately after a difficult insertion. Although a handling error may have occurred, considering the nature of this event, a causal relationship between the breakage and essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident due to the device breakage. Although it did not lead to death or serious health deterioration it could have led to it under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.